Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to error e216. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Corrected fields: d9 and h3 correction is being made to previously submitted d9 and h3, which were inadvertently omitted. The correct information for d9 is 7/25/2025 and h3 correction is yes.

Event description:
It was reported the bronchovideoscope was not displaying an image. Although it was asked, it was not specified during what type of device usage the reported event occurred. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.